Event description:
Prior to the procedure during preparation, while the physician removed the guidewire from the carrier tube, he noted that the guidewire was broken in two pieces at the proximal end. The device was not used. The procedure was completed using another of the same type of the device. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Event description:
Prior to the procedure during preparation while the physician removed the guidewire from the carrier tube he noted that the guidewire was broken in two pieces at the proximal end. The device was not used. The procedure was completed using another of the same type of the device. There were no reported clinical consequences to the patient who was reportedly in a good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two pieces: the distal section measured 150 cm and the proximal section measured 32 cm. Visual inspection of the distal section found three kinks at 16, 130 and at 147cm from the distal tip. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed that the fracture surface exhibited elongated dimple ruptures indicative of a bending action. Compression and tension zones were observed. No material anomalies were noted. The guidewire the fracture was caused by a bending moment. From the information provided and the investigation results the separation of the guidewire was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to this event.